Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was right inguinal hernia. The procedure performed was right inguinal hernia repair with mesh. In (B)(6) 2017 the patient underwent a surgical revision for robotic assisted repair of recurrent right inguinal hernia and pre-op and post-op diagnosis was recurrent right inguinal hernia. The patient experienced surgical revision, recurrence, pain, and perforation.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.